Manufacturer narrative:
Additional information was added: the lot was manufactured from july 9, 2019 - july 11, 2019. The actual device was received for evaluation. A visual inspection performed using the naked eye found fluid inside the housing because the bladder had been ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have potentially caused the rupture problem; no signs of abnormality were found. The reported condition was verified. The exact cause of the ruptured bladder could not be determined; however, the probable cause is related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported the bladder of a small volume infusor leaked during filling. There was no patient involvement. No additional information is available.